Event description:
In 2008, it was reported to boston scientific corp that a wallflex enteral duodenal stent was placed (patient age, gender and weight unk) on the month before. According to the complainant, one day post procedure (the next day), "a partial distal migration of the endoprosthesis was detected. In a second endoscopic procedure on three days later, the migration was more evident." The physician then placed a second wallflex enteral duodenal stent. No patient complications were reported as a result of this event.

Manufacturer narrative:
The device remains implanted; therefore, a device evaluation cannot be performed. The relationship between the suspect device and the cause of the reported event is undetermined. A search of the complaint database revealed that no additional complaints have been reported for the lot. The january 2008 15-month wallflex enteral stent product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.